Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not available for reporting. This report is for unknown transverse connector/unknown lot number. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4): this event resulted in the need for additional surgical intervention to revise the construct. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that after initial surgery on an unknown date the patient fell on (B)(6) 2016 and had 14th pedicle fracture. It was reported that a reoperation for l3 degenerative spondylolisthesis by applying matrix system took place on (B)(6) 2016 (reported with (B)(4)).affiliates states that the transverse connector was detached from the rod inside the patient's body. No fragments were generated, no other medical intervention was required, and material will be returned. Concomitant medical devices: 1x locking cap (part 04.632.099s, lot unknown); part#: lot#: qty: 04.616.635s, 9571176, 1; 04.616.640s, 9631113, 3; 04.632.001s, 9588468, 2; 04.632.001s, 9639622, 2; 09.632.099s, 9615045, 4; 04.633.326s, 9282322, 1; 04.636.045s, 9488020, 1; 04.636.045s, 9538058, 1; 08.812.010s, 9478172, 1. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found to be a duplicate of another complaint (B)(4). The information is being capture under that complaint and medwatch mfg number 2520274-2016-12646. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found to be a duplicate of another complaint (B)(4). The information is being capture under that complaint and medwatch mfg number 2520274-2016-12646.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.